Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported an unrequested bolus dose was delivered. The customer contact reported the "unit gave bolus without order". No specific pump programming, or event details were provided. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.